Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50e, serial#: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits, model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm model#: sc-4318, lot#: 18467628. Description: clik x anchor.

Event description:
A report was received that the patient was experiencing sharp and stabbing pain at the back. It was noted that the pain was so severe that when it flares up the patient would lie down on the floor. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing sharp and stabbing pain at the back. It was noted that the pain was so severe that when it flares up the patient would lie down on the floor. The patient will undergo an explant procedure.